Manufacturer narrative:
Patient information was requested.

Event description:
The customer reported a device vent inop; blower stalled. No patient harm was reported.

Manufacturer narrative:
The blower assembly was tested and no failures were identified.